Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterilization packaging of the product, the cushioning material in the sterilization packaging tray, and the polyethylene bag of the device was found to be damaged upon preparing device for surgery. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and the reported event (damaged sterile packaging (foam material)) was confirmed. A review of the device history records did not identify any deviations or anomalies during the manufacturing process that could result in the reported issue. The debris was sent for ftir analysis. The ftir spectrum is consistent with the ftir spectrum of polyethylene from the foam. Investigation results concluded that the reported event was due to transit damage. -the likely condition of the product when it left zimmer biomet was conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.